Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a pair of gel sizers and they were implanted in a patient".

Event description:
Healthcare professional reported "a pair of gel sizers and they were implanted in a patient". This record is for left side. Device remains implanted.

Manufacturer narrative:
Corrected data: d.2.

Event description:
Healthcare professional reported "a pair of gel sizers and they were implanted in a patient". This record is for left side. Device remains implanted.